Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082776) on 30-jan-2019.this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("horrible pain"), device expulsion ("it was found that the essure device in my left uterus") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion hospitalization), lasting 3 months. The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device expulsion, genital haemorrhage and pelvic pain with essure. The reporter commented: serious injury criterion: hospitalization/required intervention and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.